Manufacturer narrative:
The customer reported the tubing disconnected and returned one set of material 30202e, lot 25019146. Upon initial visual examination, the set verified the complaint of separation from the tubing/male luer connection point. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant on sep. 23rd, 2025 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the extension set disconnected by itself from the IV hub, causing a blood exposure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.